Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. In this case, the patient received a permanent pacemaker on pod # 19 and it was reported that the hospitalization was "maybe related" to the edwards valve. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the event remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that soon after the implantation of a 23 mm pericardial aortic valve, the patient experienced av block and a permanent pacemaker was implanted on pod # 19. As reported, after the procedure the patient was noted as to be better and was discharged home.

Event description:
Edwards received notification that soon after the implantation of a 23mm pericardial aortic valve, the patient experienced av block and a permanent pacemaker was implanted on pod #19. There was no allegation of device relationship with this event. The patient had immune disease and inflammatory changed that was pointed out as the cause potential cause for this conduction disturbance. As reported, after the procedure the patient was noted as to be better and was discharged home.